Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered urinary urgency, urinary leakage, infections, pain, dysuria, disability, impairment, disfigurement and emotional distress. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 0ml0100402, could not be matched to the upn provided.